Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father called in to report a motor error alarm. The caller stated that the customer came home due to the alarm and went back to school, and now he is trying to troubleshoot. The customer's blood glucose level was unknown, but customer had been high all day. The caller was able to complete the rewind. The caller performed the displacement test and it passed. The customer was informed that the alarm was caused by a connection issue and to monitor their device and call back if problems persisted. Nothing was replaced or returned.